Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable mounting studs on the monitor, and reseated the computer boards. System operates as intended.

Event description:
It was reported the system shows no video available message. No patient injury was reported.